Manufacturer narrative:
(B)(4). The valve was patent, but it did not pass leak testing due to a large jagged tear in the silicone dome by the valve reservoir. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
During the operation, when the doctor did the patency test, a slit in the valve chamber was found.